Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports instrument jaw broke at the box lock, (B)(6) 2014 customer report that doctor was operating on the acl. Anterior cruciate ligament (left leg). The clamp which had "a lot of pressure on it" broke. Piece of instrument easily removed, no harm done. Less than a two minute delay. Routine x-ray and endoscopy showed no parts in wound.